Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead helix was failing to extend. The lead was not used. The physician continued with the second lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The cause of the reported event was due to the helix being clogged with blood/tissue. No anomalies were noted on the lead body.

Manufacturer narrative:
Correction: the correct serial number should have been (B)(6), rather than (B)(6).